Event description:
Related manufacturer reference number: 2017865-2023-14294. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of leads, it was noted that there was no capture threshold on both the right ventricular (rv) lead and left ventricular (lv) lead. Further examination revealed high pacing lead impedance and multiple over-sensing episodes on rv lead. Programming changes were performed to the leads. The patient was in stable condition.